Event description:
It was reported that a patient underwent an aorta replacement on (B)(6) 2011 and a drain was placed. Later that day, the nurse found the anti reflux valve of the reservoir was detached and fell into the reservoir. The reservoir was exchanged for another like device which worked normally. There was no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve found detached inside the bulb.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1100778, mfg date: 01/01/2011, exp date: 01/31/2016; batch j1102362, mfg date: 02/01/2011, exp date: 02/29/2016; batch j1102848, mfg date: 03/01/2011, exp date: 03/31/2016; batch j1113131, mfg date: 07/01/2011, exp date: 07/31/2016; batch j1110621, mfg date: 05/01/2011, exp date: 05/31/2016; batch j1112325, mfg date: 06/01/2011, exp date: 06/30/2016; batch j1113127, mfg date: 07/01/2011, exp date: 07/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.